Event description:
It was reported that during a ptca procedure of the lad, the balloon ruptured at 12 atm's on the initial inflation. No patient injuries or complications were reported. Patient status is listed as "good."